Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a promus element plus 4.00x28mm device stent delivery system (sds) was returned for analysis instead of the reported promus element plus 4.00x24mm device. A visual examination of the crimped stent found the distal half of the stent damaged with struts distorted, lifted upwards from the stent profile and stretched over the distal markerband. This type of damage is consistent with the stent encountering resistance during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-apr-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 24mm in length, concentric, de novo target lesion was located in the mildly calcified and 4mm in diameter left anterior descending artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed with a maverick balloon catheter. A 4.00x28mm promus element¿ plus drug-eluting stent was then advanced but failed to cross the lesion. After several attempts, the device was removed and the procedure was completed with another promus element stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.